Event description:
Since I have had the essure done my periods have become very irregular and extremely heavy with very large blood clots. The pain that I have experienced since the placement of the essure has been horrible to the point where I can't move off of the couch. I have been feeling sick since the procedure and an over all feeling of depression. My doctor has done the novasure to help out with the pain and bleeding but that didn't help at all with the exception of the bleeding. I was then put through a diagnostic laparoscope to see if there was a problem. I am now scheduled to have a total hysterectomy done. The pain is just so bad.